Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received how many minutes the case was delayed by? Were there any patient consequences?

Event description:
It was reported that during a bowel resection procedure, while creating the common channel during a side to side anastomosis, the stapler did not fire completely to the end of distal tip of the device. Upon inspection, the surgeon noted several unformed staples in the most distal section of the staple line. He inspected the more proximal section of the staple line and reinforced it using monocryl suture before resuming with the rest of the case. The case was delayed for an undetermined amount of time. It is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Batch # t5d56x. Device evaluation summary: the analysis results found that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staple was observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.